Event description:
It was reported the patient's blood glucose level rose to 350 mg/dl while wearing the pod between 37 and 48 hours. The pod was not sticking well to the skin. Additionally, the patient's personal diabetes manager (pdm) gave an error message that a pod was not activated. As treatment, a new pod was placed.

Manufacturer narrative:
Inspection of the download data found that no hazard alarms were generated by the pod. No abnormalities were observed in the data. The investigations did not find any issues with the device that would result in a hazard alarm being generated. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined. The exposed portion of the soft cannula was observed to be bent. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown.